Event description:
Information noted the patient died approximately two months post implant of implantable cardioverter defibrillator (ICD). No further information was reported. Follow up revealed cause of death is respiratory failure due to pleural effusion due to acute renal failure due to congestive heart failure. Further reported other significant conditions included: chronic renal failure, coronary artery disease, hypertension, and diabetes mellitus. No autopsy was done

Event description:
Information noted the patient died approximately two months post implant of implantable cardioverter defibrillator (ICD). No further information was reported. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku